Manufacturer narrative:
Should read slimtip¿ implant lead kit, 50 cm.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2019-09258, 1627487-2019-09259. It was reported that the patient's drg leads have migrated. X-rays confirmed the migration. The patient is experiencing ineffective therapy as a result. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted and replaced, resolving the issue.